Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer reviewed the event logs and confirmed the event in the logs. The flow sensor receptacle connector was loose and will be replaced. The repair of the ventilator is yet to be completed.

Event description:
It was reported that during patient use a ventilator had a device alert system error and alarmed. The patient was removed from the ventilator. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The flow sensor was replaced and the device passed all testing.